Manufacturer narrative:
After the probes were replaced, precision studies were within specifications. No further issues occurred after probe replacement. The investigation determined the replacement of the probes resolved the issue. This event occurred in (B)(6). UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na+ electrode and the chloride electrode on a cobas integra 400 plus. The initial values were reported outside of the laboratory. Sample probes were replaced and then calibration and controls were run. The sample was repeated both before and after these actions. The sample initially resulted in a na value of 147 mmol/l, which repeated as 134 mmol/l. After the probe was replaced and calibration and controls were tested, the sample was repeated three times, resulting in na values of 143 mmol/l, 142 mmol/l, and 143 mmol/l. The sample initially resulted in a cl value of 118 mmol/l, which repeated as 131 mmol/l and 133 mmol/l. After the probe was replaced and calibration and controls were tested, the sample was repeated three times, resulting in cl values of 123 mmol/l, 123 mmol/l, and 123 mmol/l. The na and cl electrode lot numbers and expiration dates were requested, but not provided.